Event description:
It was reported that at follow-up, x-ray found externalized conductors. The physician will monitor the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received stated that externalized conductors were not observed. Fluoroscopy images showed clavicular crush.